Event description:
A report received from the USA stated an 840 ventilator experienced a "unable to delivery breath" message, while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no patient injuries reported.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The cse performed all calibrations, the extended self-test (est), short self-test (ss)t and the electrical safety test; the device operated within the manufacturing specifications. (B)(4).